Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a damage on the insulin pump. The customer's blood glucose level was 8.7 mmol/l. The customer stated that the clear ring on the reservoir compartment had come loose. The customer stated that the reservoir was able to lock in place when inserted into pump and the reservoir had not come loose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.